Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system tip was shorter than normal. The following information was provided by the initial reporter: "when nurse went to remove IV catheter from patients arm she noticed it was shorter then normal. It was removed and compared/measured to similar catheter and it is shorter."

Manufacturer narrative:
The customer's address is unknown. Washington, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system tip was shorter than normal. The following information was provided by the initial reporter: "when nurse went to remove IV catheter from patients arm she noticed it was shorter then normal. It was removed and compared/measured to similar catheter and it is shorter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-feb-2023. H6: investigation summary : our quality engineer inspected the 2 samples submitted for evaluation. The reported issues of catheter tip integrity and catheter broke / separated after placement were not confirmed upon inspection of the samples. Analysis of the samples showed that one sample correspond to a catalog from nexiva diffusics 1.25¿, which matches the reported material number. The other sample provided corresponds to nexiva catalog 1.00¿. The sample which corresponded with the nexiva catalog 1.00¿ was returned opened and used. Bd could not determine a manufacturing related root cause since the samples returned met their respective manufacturing standards. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A review of production records could not be performed since lot numbers were not supplied for the returned samples.